Manufacturer narrative:
The report of superficial damage to the driveline was confirmed. A distal end driveline repair was performed by a technical services representative on (B)(6) 2017. The approximately 14.5 inch segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Initial visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for high-potential testing to check for current leakage through each wire's insulation. The test revealed an insulation breach in the red and orange wires, approximately 8 inches away from the controller connector. These breaches occurred around the area where the bionate was cut and removed from the driveline. The nature of these breaches further suggests that they occurred during the removal of the bionate layering. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) ¿ (B)(4). Approximate age of device ¿ 2 years and 9 months. The pump remains in use supporting the patient; however, the replaced portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2015. It was reported that the patient¿s cardiologist requested an external percutaneous lead (driveline) replacement due to a significant amount of damage to the outer jacket of the patient¿s driveline. The patient was asymptomatic and no alarms were reported for this event. Submitted photos of the driveline were reviewed by the manufacturer¿s technical services representative confirming the cosmetic damage. On (B)(6) 2017, an external distal end driveline replacement, approximately 6 inches from the exit site, was performed.